Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. In addition, the pump battery was observed to be depleting quickly. The customer¿s blood glucose was in the 100 to 200s (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery depletion malfunction could not be evaluated due to damaged usb pins.